Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact on the customer¿s blood glucose level. The customer contacted technical support, who provided guidance on resetting the pump, and the issue was resolved without recurrence; the customer was advised to contact support again if the issue reappeared.